Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on five contacts of both leads. The patient will undergo a lead revision wherein both leads will be replaced.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on five contacts of both leads. The patient will undergo a lead revision wherein both leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Additional information was received that the patient underwent a revision wherein the leads were replaced. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.